Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a(B)(6) male patient, the device failed to discharge twice via attached paddles. The device charged up but failed to discharge and lost power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.